Event description:
The customer reported that during a routine check of the unit, the pump made a humming sound when plugged in to ac mains. No pt was involved.

Manufacturer narrative:
The company rep observed that there was an intermittent humming sound. The company rep replaced the power supply (0014-00-0033e05). The unit was tested to factory specs. It functioned normally and was returned to the customer. (B)(4).